Event description:
It was reported that the patient met with their health care provider (hcp) 2-3 months prior to the report and the was told that their implanted device would need to be replaced in september or october at the latest. The patient then saw their hcp on (B)(6) 2013 and was told that the voltages were low and that it would need to be replaced sooner. It was noted that the patient was scheduled to have blood work done and then to have the device replaced on (B)(6) 2013. It was further reported that the patient sometimes ¿freezes and can¿t move.¿ it was also noted that the patient¿s right hand and foot were crooked. The patient was reportedly in a nursing home and in a wheelchair from 11:00am to 3:30 pm and then has to go back to bed because they are in pain. The patient reportedly no longer walks because he is afraid to fall. It was also noted that the patient had a neck operation ¿a couple of summers ago¿ and had a mass of calcified arthritis removed. It was noted that after the surgery it took two people to get the patient up and help him walk. It was also noted that the patient has to sleep on his back because he was not able to turn over. The patient reportedly would have ¿down time¿ and could not move and could barely talk. It was further reported that every once in a while the patient would ¿move his left shoulder extra¿ and his wife would decrease the stimulation ¿one notch when this happened.¿ it was also noted that when the patient¿s arms and head are ¿moving weird¿ extra protein would help. It was further reported that after the patient¿s surgery in 2007 they were able to go back to work and slowly ¿back out¿ of some of their pills and went on ¿stalevo and sinemet.¿ it was noted that the hcp ¿gave the ok to adjust stimulation 6-7 notches at one time.¿ it was also noted that the patient had polio when they were 3. The patient was reportedly in a rehab center two different times. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 3389s-40, lot # v031274, implanted: (B)(6) 2007, product type lead; product ID 3389s-40, lot # v026241, implanted: (B)(6) 2007, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7436, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).